Event description:
It was reported that during a surgical procedure, the drill heated up. There was no report of any delay in the procedure, as a result of this event. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation results require.